Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to protruded/loose drive support disk. The insulin pump was returned with a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during prime rewind process. The blood glucose reading is 93 mg/dl. Customer stated that the bottom of the insulin pump came off, located near the drive support cap. Customer has pushed the drive support cap back into the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.